Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient that reported there was failure of the stimloc s crew. The representative noted that there was a mechanical failure and a possible manufacturing issue as the screw appeared to be blunt and would not purchase into the skull. The screw was then replaced with new stimloc screws. There were no related patient symptoms. The issue was reported as resolved at the time of report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. Relevant patient medical history was dystonia. There were no further complications reported or anticipated.